Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 3/22/2022 while reportedly wearing the lifevest.   The device was started up at 22:10:26 on 3/21/2022. From 06:21:46 to 06:43:47 on 3/22/2022, an arrhythmia was detected three times. ECG shows svt @ 150 bpm with nsvt. The rhythm then degraded to vt from 150-200 bpm. The rhythm then degrades to vf with varying amplitudes. The rhythm then transitions to an idioventricular rhythm @ 90 bpm. Detection stopped at 06:44:29. The device properly detected vt/vf from approximately 06:39:07 to 06:43:47 on 3/22/2022. Heart rate at or below the threshold for treatment, rb use, and varying amplitudes prevented the lifevest from treating the patient during these two times at 06:46:03, asystole was detected. ECG shows idioventricular rhythm @ 30 bpm degrading to asystole. From 06:46:54 to 06:47:44, an arrhythmia was detected two times. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. Detection stopped at 06:49:37. At 07:10:18, the patient received a non-lifevest defibrillation. The rhythm at time of treatment was an idioventricular rhythm @ 60 bpm with CPR/electrode lead fall off. Post shock rhythm was CPR/electrode lead fall off. The electrode belt was disconnected at 07:22:22 on 3/22/2022. Per holter monitor the patient was in asystole with electrode lead falloff at the time of the electrode belt disconnection. The patient passed away on 3/22/2022.